Manufacturer narrative:
This report is submitted on september 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a suspected infection at the implant site following a report of pain over the site. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2017, in order to biopsy tissue surrounding the implant site. Following the biopsy, the site was sutured and the patient was administered with a topical antibiotic. The infection was later confirmed, and explantation of the device is being considered by the patient's physician. The implanted device remains insitu.

Manufacturer narrative:
Per the clinic, the receiver stimulator was explanted on (B)(6) 2017. The electrode array was left insitu to preserve the cochlea for future implantation.